Manufacturer narrative:
Correction was made to information in concomitant medical products. The original list numbers (B)(4) were changed to (B)(4) respectively. An abbott field service representative (fsr) was dispatched to troubleshoot the issue. The fsr determined that the bellows set and water bath filter were the likely causes for the discrepant results. Both parts were replaced and there have been no additional erratic results reported since the replacement of these parts. Review of the service history for the architect c4000 sn (B)(4) was performed and no additional issues that may have contributed to the discrepant results were observed. Customer complaint data was reviewed and no adverse trends or systemic issues were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction or product deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c16000 analyzer has generated elevated total bilirubin and enzymatic creatinine results. For one patient an elevated architect total bilirubin result of 131 mg/dl was generated. The sample was repeated and a result of 6 mg/dl was generated. In addition elevated creatinine results were generated on 3 patients. Patient ID (B)(6): an initial result of 529 umol/l was generated with a repeat result of 66 umol/l patient ID (B)(6): an initial result of 297 umol/l was generated with a repeat result of 79 umol/l patient ID (B)(6): an initial result of 175 umol/l was generated with repeat results of 79 and 85 umol/l. There was no report of impact to patient management.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However no systemic issue and/or product deficiency was identified.